Manufacturer narrative:
This report is submitted on august 06, 2019.

Event description:
Per the clinic, the patient experienced infections and pain and subsequently the device was explanted on (B)(6) 2019.